Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed by reviewing the event history log and was duplicated at power up. It was found that the internal plunger assembly had contamination, which lead to rust and corrosion of the springs, force sensor, plunger head. The plunger case left, plunger case right, force gauge sensor, plunger pcb, plunger cable, and plunger tube were replaced.

Event description:
It was reported that the device was giving alarm error. There was some type of motor failure on the pump. The event occurred before infusion. No patient involvement or harm.